Event description:
Home patient (hp) reported feeling full, as if home patient were overfilled, while using the homechoice cycler for apd therapy. The hp had 1500mls in hp's peritoneum from a mid-day manual exchange at the start of hp's apd therapy. The hp reported poor fluid outflow during the initial drain phase of therapy. The hp bypassed the initial drain after draining only 9mls, which advanced the apd therapy into fill 1. The hp received the programmed fill volume during fill 1 and the cycler then advanced through the dwell phase and into drain 1. During drain 1, the hp reported feeling full and drained approximately 4,304mls of solution. Follow up with the hp's healthcare professional reveals that the hp was able to continue therapy to completion with no further difficulties. According to the hcp, there was no patient injury or medical intervention.